Event description:
It was reported that review of a remote monitoring transmission noted the right ventricular epicardial lead had low impedance and a lead warning was triggered. The capture threshold was also above the range of 2 volts. It was noted low impedance is normal for an epicardial lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).